Manufacturer narrative:
This report is submitted on 08 january 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgment subsequent to sustaining a fall. Surgery to replace the magnet is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted june 19, 2020.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2020. On explant, a milky discharge (infection) was noted around the receiver/stimulator. It is unknown what treatment was administered for the infection. This report is submitted on april 24, 2020.